Event description:
According to the report: the needle tip broke during surgery, the tip was lost in the patient. After xray, the tip was not able to be found.

Manufacturer narrative:
Date initial report sent: 6/26/2009.